Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Partial reset occurred on (B)(6) 2011.

Event description:
It was reported that during the implantable pulse generator (ipg) follow up check, an error message "device status error" was noted. Review of ipg data revealed the ipg had a flipped bit. Additional information received, the patient indicated did not receive radiation therapy. The ipg remains in use and a manual guided reset (mgr) will be performed. Subsequently, the mgr was performed and successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.